Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer woke up this morning and was unable to clear the alarm. The customer's father stated that the act button on the pump is not responding. The customer changed the battery and the pump still alarmed button error. The customer had to remove the pump and revert to manual injections. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.